Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at weld site. The proximal section of j stiffener wire measures approx 88mm and has migrated down lead body approx 10mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx 88mm.